Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl; cause unknown. Reportedly, customer consumed food and carbohydrates to address the low bg. A recommendation was made for customer to discuss event with healthcare provider.